Event description:
The pt ((B)(6)) received a scs system, including an ipg, two percutaneous leads, and two extensions, on (B)(6) 2010. It was reported that the ipg did not deliver stimulation to the pt approximately 2-3 times per hour. The pt did not feel stimulation for 2-3 seconds during this time. Follow up on the pt found that the issue did not seem to be affected by the pt's physical location; however, the physician stated that the problem might be due to the change in the pt's posture. The scs system remains implanted in the pt and no further issues have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.